Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Ts advised that the api samples will have to be run as a pre-diluted sample to reduce the ta to normal ranges. The most probable cause of the reported event was training of the operator.

Event description:
On (B)(6) 2017, the customer reported high ta when tring to run api samples a with their hlc-723g8 analyzer. Customer reported that they are getting high ta when tring to run api samples as a direct patient sample. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.